Event description:
Consumer reports multiple high/low readings, unsure which is correct. Compared to another meter. Analysis run on clark error grid using competitive readings (62) as ref. Point vs. Bd reading (102) yielded data points in the d range of the grid outside accetable limits.